Event description:
It was reported that impedances were c0 2650 ohms, c-1 2037 ohms, c-2 2208 ohms, c-3 2277 ohms, 0-1 3154 ohms, 0-2 4327ohms, 0-3 4569 ohms, 1-2 3182 ohms, 1-3 3756 ohms and 2-3 3154 ohms. The patient was programmer to c+1-, 1.2 volts, 60 pulse width, 130 hz. Therapy impedance was 2151 ohms 0.576 ma. Patient had good therapy. It was noted that the impedances were high and the repeating values were concerning. Historical impedances were not available. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).